Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a system implant procedure, the attempted implantation of this right atrial (ra) lead was unsuccessful due to oversensing noise. It was noted that during lead placement, the physician tested this ra lead and observed oversensing noise. The physician attempted to reposition the lead but was unsuccessful and continued to observe the ra lead noise. The physician removed the ra lead and replaced with a new lead successfully resolving the issue. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that during a system implant procedure, the attempted implantation of this right atrial (ra) lead was unsuccessful due to oversensing noise. It was noted that during lead placement, the physician tested this ra lead and observed oversensing noise. The physician attempted to reposition the lead but was unsuccessful and continued to observe the ra lead noise. The physician removed the ra lead and replaced with a new lead successfully resolving the issue. No additional adverse patient effects were reported. The lead is expected to return for analysis.